Event description:
Consumer complaint of high blood results via (B)(6); husband. Expected blood glucose results fasting range from 140-160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 234mg/dl; 234mg/dl; 281mg/dl; 235mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.